Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: only the first coil and the first tds used during the procedure are returned for investigation. Coil is still attached to the tds wire, but only with about one winding. The coil can be detached. It is not possible to move the mandril, neither before nor after detachment of the coil. It is stated that the coil was retracted in an attempt to reposition it, but at investigation the coil was found only barely attached to the tds so detachment might have been attempted before this. If so, this could have contributed to the difficulties experienced by the user. The exact reason for the coil elongation cannot be determined, but the most likely root cause is concluded to be user technique. The use of the second and third coil is stated to have failed due to user error. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) k063619. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: another manufacturer's angio catheter (4.2fr with 0.041" inner lumen/ by goodman) was inserted from the right groin first. Then, connected imwce-5-pda5 ((B)(4)) and tds-110-pda ((B)(4)) were advanced through the catheter to the aortic arch. The coil was protruded 1.5 loop in the pa from the pda, then the physician withdrew the coil back into the catheter in order to change the coil position inside the pa. However, it could not be withdrawn but the coil was detached. Then, the angio catheter with the detached coil was removed from the patient. *it was noted that the connection between the wire and coil/ threads were unraveled/deformed when the devices were removed. Then, another pda coil was inserted instead from the right groin to the pa via the aortic arch and pda. After 0.5 loop of the coil was protruded in the pa, the coil was placed in the pda successfully. Additional information received 22aug2017. Second coil ((B)(4)) (no information about tds): a young physician turned the pin-vise clockwise by error, then the coil unraveled and deformed. Then, the devices were changed to the third one. Third coil ((B)(4)) (no information about tds): since the threads of the coil and tds were not properly connected, the coil got detached accidentally when the handle of straightening mandril was withdrawn prior to an attempt of coil detachment, then the coil went into the distal site of the pa. A snare device was approached from the vein and it retrieved the coil from the pa. Patient outcome: the procedure was finished with no further treatment on the day since the device stock ran out. However, it is scheduled to be performed on a different day. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence